Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during preparation for an ultrasound-guided abdominal mass biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed and evidence was not found that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula was unable to lock into place with the device housing, therefore, the investigation is confirmed for cannula failure to prime. However, the investigation will remain inconclusive for the alleged self-activation as no objective evidence of a self-activation was identified and functional testing could not be completed due to the identified failure. Upon disassembly it was noted that the left bumper was bent within the device housing, and the cannula tangs measured under specification. Possible contributing factors identified during investigation include: the under specification cannula tang width, and the identified bent left bumper. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for an ultrasound-guided abdominal mass biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no patient contact.